Event description:
Adverse event(s): no patient injury reported (no known impact or consequence to patient). Product problem(s): "a system message displayed indicating an occlusion" (device displays error message). (Occlusion within device) "no suction" (aspiration issue). The facility biomedical engineer reported a system message displayed indicating an occlusion. The system also has no suction. Multiple attempts were made for more information on the event and patient status with no response to date. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and was unable to confirm the problems reported. The system was then tested and met all product specifications. (B) (4). (B) (4). (B) (4).